Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the locator wings were deployed; however, when the device was being retracted until resistance was felt, the device pulled out of the vessel resulting in loss of vessel access. The physician stated that little to no resistance was felt when pulling the device back. There were no reported adverse pt effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.